Manufacturer narrative:
Plant investigation: the reported symptom ¿blank screen¿ was confirmed. The reported symptom ¿alarm (unknown)¿ refers to load cell per the alarm history and was not confirmed. A visual inspection of the returned cycler exterior showed no sign of physical damage. Functional / display test failed. The failure was due to a burnt transformer on the inverter board. Installed a good known inverter test board to continue testing. Load cell verification passed. A post-accelerated stress test 2 hour 15 min 8500 ml simulated treatment was performed and completed without any failures or problems. There were no other visual discrepancies encountered in the internal inspection of the cycler. A review of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformance's during the manufacturing process. In addition, a device history record (DHR) review was performed and verified that the results of the in-progress and final quality control (qc) testing met all requirements.

Event description:
A peritoneal dialysis (pd) patient reported via phone that the liberty select cycler experienced an unknown alarm in setup just after they broke the cones to the bags when the screen went blank. After attempts at troubleshooting, the patient was advised to discontinue use of the cycler and advised to follow up with the peritoneal dialysis registered nurse (pdrn) on call. Follow up with the patient indicates that the patient did not complete treatment. The patient stated there was no complications as experienced as a result of the alleged event.